Manufacturer narrative:
A ge service representative performed an on site investigation. The controller boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would display an error and lock up. There was no patient injury or death reported.